Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The hospital's nurse manager reported that on (B)(6) 2020 there was a patient that went into ventricular tachycardia (vt) at 11:51:34 but no alarm occurred until 11:52:25. Then a "v.fib/vtach" alarm occurred but at that time it looked like artifact on the electrocardiograph. It was requested a philips specialist review the electrocardiograph to confirm there was no alarm and to provide a cause for the alleged failure to alarm. The nurse manager stated a vt occurred but a registered nurse was in the room so there was no delay or harm to patient occurred.